Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument stopped opening during use. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate or confirm the customer reported complaint "it stopped opening during use". The instrument was tested on our in-house system and passed initialization. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument was contacted to the erbe generator and passed bipolar energy recognition. The instrument was connected to an in-house bipolar cautery cables on in-house system, and passed energy delivery test. The instrument cut test also passed. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.